Event description:
The patient had two atrial septal defects. A3d echo probe was used and planned to use a (??) Device to repair both asds. After three hours, the case was aborted because physician was unable to secure the device in the defect.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration and decontaminated. The device was then measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Despite attempts to receive the imaging of this case, no imaging has been received to confirm sizing and evaluate other parameters of the implant procedure. The results of our investigation are inconclusive due to the lack of information received from the field. Should the imaging become available at a later date, we will forward any additional observations.